Manufacturer narrative:
Block d2b: pro code: qrb block b3: approximated based on the date of the revision.

Event description:
It was reported that the patient was not able to turn their spinal cord stimulator (scs) device off. The patient underwent an implantable pulse generator (ipg) revision procedure.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try retrieve the device, however response was not received. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was not able to turn their spinal cord stimulator (scs) device off. The patient underwent an implantable pulse generator (ipg) revision procedure.